Event description:
It was reported that during the surgical procedure, the customer experienced low light output from their two light sources. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
Per the customer reported complaint, field service engineering conducted testing on the customer's two illuminator lamps and found them to be below specification. The customer indicated that replacement lamps had been ordered and were going to be installed by their biomedical engineer. The da vinci surgical system user manual explicitly states that "environmental or equipment failures may cause the da vinci system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques."